Event description:
The customer reported that while the unit was in use on a patient, during transport, the unit generated an error code 50 and shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative observed that when turning the unit on, the compressor would not come on and it would shutdown generating error code 50 (motor speed out of specification). The replaced the power supply and the motor control board. On an unrelated repair the safety disk was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.